Event description:
It was reported the system displayed images that were unusable and uninterpretable. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adaptor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.